Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was initially treated with fluconazole and ceftriaxone injections (discontinued, doses, routes, frequencies and durations were not reported) for the event. The patient was then treated with vancomycin injection (1 gm, ongoing, route, frequency not reported) and ceftazidime injection (500mg, discontinued, route, frequency not reported) for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.